Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer was not detected on bus. A field service engineer (fse) addressed a failure in auxiliary drawer 2.1 and cleaned the contacts on the drawer controller boards and secured all connections and performed a tighter hard stops test in the hardware test application. The fse identified that rows b and d were not detected, then cleaned the contacts on the row board and secured the connections. The fse retested the unit in the hardware test application and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system whole drawer was not detected on bus. Customer tried to reboot and recover the drawer, but issue was not resolved the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.